Event description:
It was reported that the patient underwent the index procedure on (B)(6) 2010. One promus stent was implanted in the mid right coronary artery (rca) to treat instent restenosis (unknown stent). Post procedure, the residual stenosis was 10% with a timi flow 3. The patient did not receive a peri-procedural loading dose of thienopyridine; however, did begin aspirin 325 mg dosing and on (B)(6) 2010, began clopidogrel 75 mg dosing. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient was rehospitalized for progressive restrosternal chest pain with shortness of breath. On (B)(6) 2010, the patient underwent coronary artery bypass graft surgery (CABG) to two vessels. Patient was experiencing unstable symptoms of multi-vessel coronary disease. The CABG was to treat instent restenosis of the rca. By (B)(6) 2010, the patient symptoms had resolved, the patient had recovered and the patient was discharged 9/5/2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - treatment of restenosis of a previously place stent. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that a promus stent was implanted in the mid right coronary artery (rca) to treat instent restenosis (unknown stent). It should be noted that the IFU cautions that the safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. It is not known how, if at all, this may have contributed to the reported patient effects.

Event description:
Patient reported an alleged "leaking" lap-band port. The alleged leak was noticed when patient gradually began gaining weight. The port was removed and replaced.